Event description:
The ICD involved in this MDR report was implanted on (B)(6) 2007. Upon a routine f/u performed on (B)(6) 2009, the physician reported: - ventricular oversensing (t-wave oversensing) - inappropriate therapies (atp) - abnormal egm recordings observed in some episodes. Reportedly, the pt had undergone an atrial flutter cardioversion through an ICD shock 3 months before. All sensing and pacing parameters as well as impedances and continuities were found normal. Another eval is scheduled in (B)(6) 2010.

Manufacturer narrative:
Jan 29, 2010. This event concerns a device that was mfg and used outside the u.s. Method -since the device remains implanted, the programmer files were reviewed. (B)(4). Conclusion: the noise oversensing episodes observed in the files available for review were not treated because they were not sustained. However, some files (not available for review because they were corrupted) were reportedly showing inappropriate therapies (atp) delivered upon noise oversensing events. Noise oversensing was confirmed through files review. Such oversensed events could result from strong external interference, specific pt activities, myopotential sensing or a ventricular lead/connector issue. None of them could be confirmed; however, the sudden onset of the noise sensing issue, and the noise pattern observed suggests an intermittent phenomenon possibly related to a lead insulation defect, a lead dislodgement/displacement, a lead conductor failure, or a connection issue (loose setscrew). The issue is probably intermittent, which could explain that it was not observed during impedance measurements or continuity tests. Careful check of this oversensing phenomenon should be done during each f/u to evaluate whether the incidence of the phenomenon is increasing or not, which could be an indicator for a connector/lead problem. These checks include, but are not limited to: eval of the pacing / sensing thresholds in normal rhythm to check the stability of these thresholds. Eval of the stability of ventricular lead measurements (impedance and coil continuity). Multiple measurements are recommended in order to find a potential anomaly. Eval of the reproducibility of the oversensing phenomenon during f/u; this includes performing real time egm/markers during pt exercises and provocative maneuvers (moving the arm, breathing, coughing...) And while manipulating the case by applying a pressure on the pocket area (and more particularly on the connector area). Perform chest x-rays to try to locate any lead dislodgement, lead fracture or lead connection issue. If a lead issue or a connection issue was suspected, a revision of the system would have to be evaluated. If a lead issue or connection issue was excluded, reprogramming the parameters - sensitivity to a higher value (less sensitive) if possible, persistence to a higher value - could be evaluated, provided that the induction tests were performed at such higher values (to ensure proper sensing of a ventricular fibrillation). This could help prevent inappropriate therapies.